Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: it was reported by the distributor that the plastic part of the needle was cracked and leaked insulin. To aid in the investigation, one sample with the plastic shield was received for evaluation by our quality team. A visual inspection was performed, first with a 10x magnifier lens and then with a 30x microscope. No defects or imperfections were observed. The sample was then connected to syringe with saline solution. No leakage or any other defect were observed. The solution expelled with normal flow. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle leaked insulin through a crack in the plastic. The following information was provided by the initial reporter: "caller reported (B)(6) 2021 the plastic part of the needle was cracked and leaked insulin".